Event description:
On (B)(6) 2011, the physician used a cook flow 20 percutaneous endoscopic gastrostomy set-pull. On (B)(6) 2011, the feeding tube had to be sutured into place because the external bolster kept moving on the outside of the feeding tube. Upon request for clarification, the suturing was further described as putting a suture around the external bolster and then into the skin to prevent it from moving. The initial reporter claims the inner diameter of the external bolster is too large when compared to other external bolsters mfg by a different company. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. Additional comments regarding report of incorrect external bolster used in this case was not returned for eva. However, this medical facility has returned another external bolster to cook for eval due to the belief the bolster is the incorrect size. The external bolster returned was verified to be the correct size. The external bolster was measured and found to meet the applicable specification. A functional test was also performed by placing the external bolster on a feeding tube in position. The external bolster did not move freely. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all flow 20 percutaneous endoscopic gastrostomy sets are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: based on the quality engineering risk assessment to corrective action is warranted at this time. A review of the complaint history was conducted based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.